Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the pump automatically reboots itself. The issue started a few months ago: the reporter hears the beep and knows the pump has rebooted. She then performs rewind, load, prime, and continues to use the pump. There is reportedly no damage to the pump's casing, moisture or corrosion. The battery cap is 5 months old an undamaged, and the yellow o-ring is not visible. The reporter does not have a new battery cap available for troubleshooting. The patient wears pump in multiple places and uses lens film, case, and pouch. No blood glucose excursions are reported.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: 12/21/2012, device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded. On examination, there was a crack in the battery compartment extending from the threads to the case seal. The returned battery cap attached properly to the pump and was found to be within specifications when tested. The pump was exercised for 24 hours without any power interruptions. The pump was opened for investigation and revealed no evidence of internal moisture damage to the internal pump components. The complaint was confirmed in the pump history was not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.